Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Neuropathy [neuropathy peripheral]. Excess zinc [blood zinc increased]. Copper depletion [blood copper decreased]. Hypocupremia [copper deficiency]. Case description: an attorney reported that their adult female client, now age (B)(6), used fixodent denture adhesive, version unk cream, unspecified total daily use on full upper and lower dentures she received in 1996, last known use in (B)(6) 2010, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries which have left her unable to perform her normal, customary and daily activities, was diagnosed with neuropathy in (B)(6) 2010 attributed to excess zinc and resulting copper depletion, and hypocupremia. Treatment: has received will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - upper and lower denture wearer since 1996. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.